Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe 3ml ls 200 s/c leaked during use. The following information was provided by the initial reporter: material no.: 309656 batch no.: unknown. It was reported that the syringe would not fit the transfer device which caused leakage at the luer connection. Concern description: reported by user that the slip tip did not fit securely on the transfer device. Upon attaching transfer device to syringe and transferring blood to the vacutainers, specimen leaked out around the tip end.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 3ml ls 200 s/c leaked during use. The following information was provided by the initial reporter: material no.: 309656, batch no.: unknown. It was reported that the syringe would not fit the transfer device which caused leakage at the luer connection. Concern description: reported by user that the slip tip did not fit securely on the transfer device. Upon attaching transfer device to syringe and transferring blood to the vacutainers, specimen leaked out around the tip end.